Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned implant was visually inspected and verified to be a hahn tapered implant 04.3 x 10 mm implant using the radiographic template. No defect or non-conformity was observed. Device history record review: the ohr was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a- as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The devices are pending return. Once returned, an evaluation will be performed, and the findings will be provided in a supplemental report. Device not returned as yet.

Event description:
It was reported that a larger diameter and smaller diameter implant, was placed on tooth location # 12; on (B)(6) 2017. Both implants had to be explanted on the same day; thus, due to the patient having "unusually soft bone," and "the implants did not reach initial stability." It was reported that the implants were spinning in the patient's bone. There was no serious injury to the patient, no bone loss, no granulated tissue, and no infection. The patient did not have any pre-existing medical conditions, and the patient's current status is satisfactory. It was stated that there was nothing unusual noticed with the implants themselves, and they would be returned for analysis. {please refer to report 3002195199-2017-00072/(B)(6) for 2nd device}